Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the fundus of the uterus"), small intestinal perforation ("perforation of the small bowel") and device dislocation ("migration of the essure coils/and the other was free within the peritoneum") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), small intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("persistent vaginal bleeding") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (laparoscopic removal of the essure coils). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, small intestinal perforation, device dislocation and procedural pain outcome was unknown and the vaginal haemorrhage had not resolved. The reporter considered device dislocation, procedural pain, small intestinal perforation, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Diagnostic results: on (B)(6) 2011, plaintiff underwent a CT scan that revealed her essure coils migrated, one coil had penetrated through the myometrium and serosal surface of the uterus and the other was free within the peritoneum. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the fundus of the uterus/essure device location of device: uterus and small bowel"), small intestinal perforation ("perforation of the small bowel"), device dislocation ("migration of the essure coils/and the other was free within the peritoneum"), vaginal haemorrhage ("persistent vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test. The patient's past medical history included arthritis. Concurrent conditions included body mass index normal, skin fissure, runny nose, congestion nasal, itching, swelling nos, hives, anaphylaxis, tobacco user (smokes- 10 cigs, every day smoker) and foreign body trauma. Concomitant products included bupropion (wellbutrin), doxycycline, folic acid, methotrexate, metronidazole and pantoprazole. In february 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), small intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), psoriasis ("autoimmune disorder type of disorder:psorasis"), weight increased ("weight gain"), psoriatic arthropathy ("rashes or skin condition-type:psoriatic arthritis"), flank pain ("flank pain"), haematuria ("hematuria"), gallbladder disorder ("other injury or complication-gallbladder"), dysmenorrhoea ("dysmenorrhea (cramping)"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic removal of the essure coils,lysis of adhesions), surgery (laparoscopic removal of the essure coils,lysis of adhesions), surgery (laparoscopic removal of the essure coils,lysis of adhesions), surgery (endometrial ablation) and surgery (endometrial ablation). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the uterine perforation, small intestinal perforation, device dislocation, menorrhagia, procedural pain, genital haemorrhage, urinary tract infection, female sexual dysfunction, psoriasis, weight increased, psoriatic arthropathy, haematuria, gallbladder disorder, dysmenorrhoea, nausea, dyspareunia and fatigue outcome was unknown, the vaginal haemorrhage had not resolved and the abdominal pain, back pain and flank pain was resolving. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, gallbladder disorder, genital haemorrhage, haematuria, menorrhagia, nausea, procedural pain, psoriasis, psoriatic arthropathy, small intestinal perforation, urinary tract infection, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: plaintiff sought medical attention for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Pregnancy test urine - on an unknown date: negative. On (B)(6) 2011, plaintiff underwent a CT scan that revealed her essure coils migrated, one coil had penetrated through the myometrium and serosal surface of the uterus and the other was free within the peritoneum. Most recent follow-up information incorporated above includes: on (B)(6) 2018: fu from pfs: new events: genital haemorrhage, urinary tract infection, female sexual dysfunction, psoriasis, weight increased, psoriatic arthropathy, flank pain, abdominal pain, haematuria, gallbladder disorder, back pain, device monitoring procedure not performed, dysmenorrhoea, nausea, dyspareunia , fatigue were added. Reporter, patient demographic information updated. Product start date updated. On (B)(6) 2018: medical record recieved: patient other relevant history updated. Case became medically confirmed. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.